Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent posterior cervical fusion (c4 decompression) for c4 spinal stenosis due to tumor. The procedure (2above 2below ) at c4 was completed without problem. Reportedly, post-op, when surgical site was confirmed by CT, it was found that lamina screw placed at c2 deviated to spinal canal and violated the spinal cord. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.